Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During support, there were false 'impella in aorta' alarms. Position of the pump was verified via an echocardiogram allowing the placement monitoring to be disabled. The patient was successfully weaned from the pump and the device was explanted. There was no reported harm or injury to the patient.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Optical signal issue: clinical details state false impella in aorta alarms after ~37 days of 5.5 support. No product/logs were returned. The root cause of the optical signal issue was not determined since no product/logs were returned. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.